Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. However, there was blood on the proximal conductor (not obstructed) andthe outer insulation was had a breach/cut. Visual analysis noted that the lead was damaged at implant.

Event description:
It was reported that during the implant procedure the patient felt uncomfortable and the lead impedance was increasing. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.